Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.internal insulation abrasion under the svc shock coil was noted at 24.7-24.8cm from the distal tip. The etfe coating was intact at this location.(B)(4).

Event description:
This report is to advise of an event observed during analysis.